Manufacturer narrative:
Conclusion: there was no device failure. Event device code is addressed in package insert.

Event description:
On 12/3/97 the pt allegedly dislocated and upon x-rays it was discovered that allegedly the stem was moving inside the femoral shaft. Revision surgery was performed.